Event description:
A report was received that the patient was experiencing difficulty charging and was not receiving adequate coverage. The patient will undergo a revision to replace the system.

Manufacturer narrative:
Additional information was received that patient's revision was been cancelled. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-70, serial # (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing difficulty charging and was not receiving adequate coverage. The patient will undergo a revision to replace the system.